Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. All the endoprostheses were successfully deployed, and the patient tolerated the procedure. On (B)(6) 2017, a follow-up computed tomography (CT) revealed aneurysm enlargement of an unknown amount. Also, an iliac extender component (pxl161407/10401841) in the right side had lost its wall apposition in the right common iliac artery though endoleaks were not revealed. On (B)(6) 2017, a reintervention was performed whereby a contralateral leg component was implanted for distal extension into the right common iliac artery. The patient tolerated the procedure.